Event description:
Patient was revised to address infection, osteolysis, and loosening of the stem at the cement/bone interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the stem and head part and lot number combinations; two prior reports for the cement part and lot number combination. Depuy (B)(4) reviewed the device history records for the cement and found no related manufacturing deviations or related nonconformances. Depuy (B)(4) was unable to retest the retained cement sample, it was manufactured in april 2007 (expiry date mar 2009) and therefore is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure ((B)(4)). The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.